Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and a drain was placed. The device would not drain. The drain would immediately fill up with air and air was noted in drain tubing. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Failure to drain. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.